Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported they needed to charge their ins every night and every morning, as the ins almost fully drains overnight. Pt said they noticed this happened every night since they first got the ins and could check the charge levels. Pt just got back from a cruise, and while they were away from their home bed, they only had to charge once a day; not fully depleting overnight. Pt said they could charge in the morning and get a solid day of charge to last, then they charge again at night before going to bed. As soon as they wake up, the ins battery is nearly dead. Pt stated that the adjustable base of their sleep number 'adjustable days' mattress attaches to the base with magnets, and they personally believe that the magnets are somehow interacting with the device and draining the battery extremely quickly overnight. Pt asked if there was a way to have a barrier or something, as they also got the bed to help with their pain. Immediately after date of implant, pt recalled they looked at the remote/charge percentages before their ins had been turned on, and the battery was almost full depleted after one night; pt thought that was a glitch or something, so never reported that. Pt cannot turn ins off at night anyway, as their pain is something they still need therapy for at night. Rep reported when patient does not sleep in that bed the battery lasts longer. Clinician checked battery and program charging. All looks accurate. All connection, impedance, charging appears clear on clinician end. Issue resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.